Event description:
On (B)(6) 2012 the patient contacted animas and stated that the ok keypad button was sticking when pressed multiple times. The patient denied damage to the rubber keypad and no evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast button was intermittently unresponsive and all of the other buttons responded appropriately. There was evidence of keypad contamination found under the contrast button contact. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery.